Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was unable to get insulin to exit the tubing. Blood glucose level at the time of the incident was between 160 and 180 mg/dl. The customer reported changing the infusion set and reservoir twice, but and still could not push insulin through. Customer reported that the third reservoir corrected the issue. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.